Event description:
The hcp reported the patient had been experiencing increased pain. The pump was explanted with report of depleted battery after an implant duration of 44 months. It was replaced and returned to the manufacturer for analysis.